Event description:
It was reported that a flogard infusion pump was observed exhibiting an f-94 alarm code. There was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection was performed on this device. The reported problem of a f-94 alarm code was confirmed in the sample evaluation and alarm history log review. The cause of the reported problem was identified as a defective/inoperative main battery. The main battery was replaced to resolve the issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.